Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Subject ID: (B)(6). Clinical adverse event received for femoral nerve palsy. Event is serious and is considered severe. Event has a remote possibility of being related to device and is probably related to procedure. Doi: (B)(6) 2019; doe: (B)(6) 2019; (right hip). Treatment includes emg and nerve conduction study.